Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Information was rec'd that reported a pt was hospitalized in 2007 due to an incident of hyperglycemia. Reporter states that her blood glucose had been very labile for several weeks in spite of several troubleshooting measures. On the same day, she woke up and her blood glucose was >500, later she became sick with vomiting and went to the hosp. Upon admit to the hosp, her blood glucose was again 700. The pt was treated with IV fluids and insulin. Reportedly, the pt has been having absorption issues. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.